Event description:
It was reported the subject device had bent/broken in the middle. The issue occurred at an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the color ring of the control section is broken, the grip of the control section has corrosion, the fiber cone has corrosion, the lg-bundle of the insertion section is broken and therefore the light transmission is not given or too low, the outer tube is damaged and therefore the dielectric strength is inadequate and the r-unit is broken. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.